Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was detached from hub on (B)(6) 2024. The issue occurred with one infusion set. Also, the blood glucose of the patient was high which was treated by correction bolus via multiple daily injection. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36792. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5359471 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5359471 was manufactured according to the work instruction (wi) version 92 and manufactured in the line 3 on 01/oct/2021 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5366075 was manufactured according to the wi version 49 and manufactured in the machine sc03, on 01/oct/2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformities (nc) were recorded in connection with the malfunction code reported in the complaint, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.